Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent "plif with peek cages and bmp at l5-s1." On (B)(6) 2010 the patient underwent "plif with ardis cages." Post op the patient developed chronic pain.

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: l5 to s1 bilateral decompression and laminectomy, medial facetectomies and neurolysis; l5-s1 posterior lumbar interbody fusion (plif) using peek cages packed with morcellized autologous bone and agf converted into bone gel (cages 13mm in size); preparation of autologous bone gel using localautologous bone morcellized in a bone mill and platelets growth factors; l5-s1 bilateral pedicle screw fixation using sp360 system; l5-s1 bilateral posterolateral fusion using bone allograft, rhbmp-2/acs small and actifuse gel 10ml; for pre-op diagnosis of: lumbar radiculopathy secondary to lumbar disc disease at l5-s1. Per-op notes: ".. Bmp wrapped around in two sponges wrapped around actifuse granules was placed in lateral gutters, one on either side. This was augmented with autologous bone gel and allograft actifuse gel and granules.. No complications were reported.."